Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low impedance measurements of less than 200 ohms, noise, oversensing, and less than one second of pacing inhibition. The patient was not pacemaker dependent and was not symptomatic. In bipolar configuration, there was no capture and no sensing. The physician was notified of this. No adverse patient effects were reported. The lead remains in service.